Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset it, and was able to continue using the pump without further issues. The customer was advised to call back if the malfunction recurred and acknowledged the guidance provided.